Manufacturer narrative:
As reported, the patient developed surgical-site infection about 1 month post-implant and underwent medical and surgical intervention. The adverse event was assessed as definitely related to the device and not related to the index procedure. Infection is a known inherent risk of surgery. Based on the information provided, we are unable to determine to what extent, if any, the ventralex mesh may have caused or contributed to the patient's postoperative infection. To date this is the only reported complaint for this manufacturing lot. The instructions-for-use (IFU) supplied with the device lists infection as a possible complication. In regards to infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the device." Should additional information be provided a supplemental emdr will be submitted. Not returned - remains implanted.

Event description:
It was reported to davol that a patient who is part of a clinical study experienced a mesh infection. On (B)(6) 2018: the subject female patient underwent open repair of a midline umbilical hernia with implant of an 8cm round bard/davol ventralex hernia patch. The mesh was placed in an underlay position intraperitoneally. No infection or fistulas were present at the time of the index procedure. The subject patient was also administered with prophylactic antibiotics. On (B)(6) 2018: the subject patient was diagnosed with a mesh infection and underwent an incision and drainage of the wound. Staphylococcus aureus bacteria was identified. The subject patient was placed on antibiotic therapy to treat the mesh infection. The adverse event has been assessed per the clinician as being definitely related to the study device, not related to the index procedure, the infection was assessed to be severe and considered a serious ae.